Event description:
It was reported that the patient underwent a replacement procedure due to an unknown reason. Additional information was received that the patient underwent an ipg replacement procedure due to inability to charged and the patient is currently doing well. The explanted ipg was not returned.

Manufacturer narrative:
Exact date unknown, event occurred a week ago from the aware date.

Event description:
It was reported that the patient underwent a replacement procedure due to an unknown reason.